Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection shows how to detect the events. Reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation, and both the customer¿s allegation and the reportable malfunctions from b5 were confirmed. Additional device evaluation findings were as follows: air/water cylinder has discoloration, suction cylinder has discoloration, switch box has a dent, right/left knob is shaved, forceps channel port has a dent, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section cover rubber is detached, connecting tube has a scratch, adhesive around objective lens has a crack, light guide lens has discoloration, and there is corrosion around the elevator arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that there was probable bulging in the working channel, the brush goes through only with difficulty and stents fold over on the evis exera iii duodenovideoscope device. No procedure or patient harm was associated with this event. The device was returned to olympus for a device evaluation, and it was found that the channel tube has foreign material and that the inside of the light guide lens was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.